Manufacturer narrative:
A partial lead with the connector end measuring 19.5 cm was returned for analysis. External insulation abrasion was noted at 12.4 ¿ 12.5 cm from the connector pin consistent with friction to the device can. The etfe coating was abraded at this location. This is consistent with the friction to the device.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is due to cardiac arrhythmia. Device and leads were explanted. No further information is available at this time.